Event description:
Wire broke at the proximal end of the shunt while it was in pt. The shunt was difficult to remove, as it was reported as being embedded in the wall of the carotid. Ultrasound did not show any loose flap inside. Pt is doing fine. Shunt is available for eval.